Event description:
It was reported that an infection, vegetation, and erosion occurred. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary-analysis findings- product ID# 5076-58 a medial portion was received measuring 39 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. The initial reported event was received on (B)(4)2013. Of note, the reportable serious injury (infection and erosion) was submitted via asr report submission which was due on the submission date of (B)(4) 2013. Information was subsequently received on (B)(4) 2014 and revealed right atrial (ra) lead vegetation. As there is new information that reasonably suggests the device has or may have caused or contributed to a serious injury, this event no longer qualifies for asr reporting and is therefore being submitted via the 3500 a report. Concomitant products: 6949 right ventricular (rv) lead, (B)(6) 2007; 6947 right ventricular (rv) lead (B)(6) 2009. (B)(4).